Event description:
It was reported that during a surgical procedure at the user facility, a blade broke off the saw. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported. It was reported that no debris from the broken blade entered the surgical site.

Manufacturer narrative:
During the device evaluation, the sagittal head was found to be filled with debris and the link with fins was cracked at the blade interface, which are probable causes of the reported breaking of the blade.